Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 2:30 pm, the result from the laboratory's professional roche meter serial number (B)(4)was 2.5 inr. At 3:45 pm, the result from her coaguchek xs meter was 4.3 inr. The meter reading was reported to the doctor and the doctor considered the laboratory's meter to be correct. The therapeutic range was 2.0 to 3.0 inr and the customer tests once a week.

Manufacturer narrative:
The time was set incorrectly on the customer's meter. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation: occupation was patient/consumer.